Manufacturer narrative:
The customer's reported complaint was confirmed during archive review and functional testing. The root cause for ua 07 message was attributed to a faulty load cell. After the load cell and damaged parts were replaced, the platform was re-evaluated through functional testing and the platform passed all testing criteria. The platform was functionally tested and the autopulse exhibited user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering on; thus confirming the reported complaint. Further investigation indicated that one of the load cells was faulty. Replacing the single load cell remedied the (ua) 07. Following service and unrelated to the complaint, the clutch plate was observed to be sticky and drive shaft was rotating by itself when the life band was not present. Replacing the clutch plate and integrated encoder gearbox remedied the problems. Load cell characterization testing was performed and confirmed that both load cell modules are functioning within the specification. Run in test was performed for 15 minutes and the platform passed functional testing and there were no faults/errors found during testing. Visual inspection of the returned platform was performed and found that the front enclosure was cracked, and the battery lock was bent. The autopulse platform is a reusable device and was manufactured on 05/03/2012. Therefore, these type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the platform archive was performed and archive data indicated fault user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message on the event date; thus confirming the customer's reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during shift check, the autopusle platform (sn: (B)(4))displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) and the customer was unable to clear it. No oher information was provided.